Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing system was dismantled and cleaned. The unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during a case. The patient was manually ventilated. There is no report of patient injury.